Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom of an unknown system error which was not reproduced. System error 322 was confirmed through the history log and caused by loose lower latch switch bracket screws. This would allow the switch to move causing the reported symptom. The failed lower auxiliary assembly was replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.

Event description:
It was reported that a spectrum pump had an unknown system error. It was also reported there was no patient involvement. During the baxter evaluation of the device, review of the history log found multiple occurrences of system error 322.